Event description:
A customer observed discrepant vitros bu results for a single patient sample when comparing the value obtained on the vitros 350 chemistry system (< -0.30 mg/dl) to the value displayed on the customer¿s laboratory information system (-0.30 mg/dl). The ¿<¿ symbol was not displayed at the laboratory information system as expected for a bu result less than the analyzer range. Discrepant results/information may lead to inappropriate physician action. The discrepant bu result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that discrepant vitros bu results were observed for a single patient sample when comparing the value obtained on the vitros 350 chemistry system to the value displayed on the customer¿s laboratory information system. Based on the nature of the event, a configuration issue with the laboratory information system is suspected as a potential root cause. However, due to a lack of supporting documentation that verifies the data stream sent from the vitros 350 chemistry system to the customer¿s laboratory information system, a definitive root cause for the discrepant results cannot be determined. An instrument issue with the vitros 350 chemistry system cannot be ruled out entirely as a potential contributing factor. The root cause of this event is unknown.